Event description:
It was reported that pump battery depleted too quickly and needed more frequent charging, and that rubber charging port was damaged. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further troubleshooting, cts could not confirm battery depletion issue, and no additional information was received regarding the outcome of the event.